Manufacturer narrative:
This report is submitted on august 4, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on june 16, 2023.

Event description:
Per the clinic, open circuits were noted on unspecified number of electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.